Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6) implanted: (B)(6) 2018. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-dec-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (5mg/ml at 1.5mg per day) via an implantable pump for unknown indications for use. It was reported that during a refill there was 10 ml expected but 30 ml was withdrawn from the pump. There were no known environment al/external/patient factors that may have led or contributed to the issue. Action: the patient was discussing the option of weaning off pump and being placed on oral medications. Upon receiving the outcomes of the oral medication, the pump and catheter may potentially remove. If the pain is not as controlled, we will replace the catheter and the pump as it was nine months before normal end of life. The patient medical history was asked but unknown at this time due to legal/confidential reasons. The patient status was alive and no injury. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause for the volume discrepancy was not determined. No actions or interventions were taken to resolve the issue. The volume discrepancy did not resolve. The patient¿s cancer was in remission and they were already planning on maybe switching to oral medications. They would test him on orals and if they work they would remove the pump and catheter. If the orals don¿t work, they would replace the pump and catheter.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had return of symptoms. A dye study was attempted, and they were unable to aspirate the catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump and catheter were replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. At the time of the report, the pump was delivering dilaudid (5 mg/ml at 0.2403 mg/24hrs) and bupivacaine (2.5 mg/ml at 0.1201 mg/24hr). The patient¿s medical history was cancer pain, and the indication for pump use was malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot#/serial# (B)(6), implanted: (B)(6) 2018, remains implanted product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.